Manufacturer narrative:
On 01/11/2026, evaluation of the returned device was completed. A visual inspection found non-uniform discoloration and deformation on the underside of the device. These features are consistent with external chemical exposure and are not indicative of damage originating from the device itself. An unknown substance was observed on the underside of the device. This substance was removable and does not originate from the charger. Functional test found the device performed as expected with no issues. No thermal event, thermal activity, electrical current leakage or fire was detected. Evaluation concluded that the device did not malfunction. This case is now determined to be not reportable. Reportability for initial MFR report number submitted on 10/17/2025 can be removed.

Event description:
Device was returned for evaluation. A visual inspection found non-uniform discoloration and deformation on the underside of the device. These features are consistent with external chemical exposure and are not indicative of damage originating from the device itself. An unknown substance was observed on the underside of the device. This substance was removable and does not originate from the charger. Functional test found the device functioned as intended with no issues. No thermal event, thermal activity, electrical current leakage or fire was detected. Evaluation concluded that the device did not malfunction. This case is now determined to be not reportable.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the charger for the protectiveclean powered toothbrush caught fire and melted. Consumer reported property damage and injury due to fumes inhaled.